Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial safety and performance testing. Returned t/c passed wight, safety, and failed eit. Kestra engineering evaluated the returned therapy cable and observed pin in plug is bent down to the bottom of plug and is broken off causing the reported issue. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurences.

Event description:
The patient called in to report that the therapy cable ( hub) is broken and one of the metal prongs is bent. Patient have been receiving alerts to connect the therapy cable to the monitor. There was no patient injury or adverse event. However, the " connect the plug to your monitor" alert indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.